Manufacturer narrative:
The reagent lot number is 91168201 with an expiration date of 31-oct-2026. The investigation is ongoing.

Event description:
There was an allegation of false-negative elecsys syphilis results for 9 patient samples on a cobas 6000 e601 module. Sample 1: the initial result was 0.225 (negative), and the repeated result was 70.91 (positive). Sample 2: the initial result was 0.635 (negative), and the repeated results were 252.9 and 244.8, both interpreted as positive. Sample 3: the initial result was 0.12 (negative), and the repeated results were 33.16 and 31.06, both interpreted as positive. Sample 4: the initial result was 0.28 (negative), and the repeated results were 286.4 and 268.4, both interpreted as positive. Sample 5: the initial result was 0.105 (negative), and the repeated results were 38.2 and 35.34, both interpreted as positive. Sample 6: on april 28, 2026, the initial result was 0.305 (negative), and the repeated result was 403.6 (positive). Sample 7: on april 28, 2026, the initial result was 0.078 (negative), and the repeated result was 2.48 (positive). Sample 8: on april 28, 2026, the initial result was 0.66 (negative), and the repeated result was 375.6 (positive). Sample 9: on april 28, 2026, the initial result was 0.575 (negative), and the repeated result was 453.7 (positive). The unit of measure was not provided. The samples were repeated because the patients were believed to be positive.

Manufacturer narrative:
The field service representative found that a filter for the cleancell bottle was missing, a blown fuse, and the syringe glasses were damaged. He replaced the bead mixer, the sipper needle, and a tube. He performed maintenance, checks, and tests with acceptable results. The investigation determined that the service actions resolved the issue.